Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that premature eri was observed via remote transmission. Device replacement will be discussed. Explant is pending surgical consultation and scheduling.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the device was explanted and replaced. The patient was stable after the event.